Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017, the customer reported that the blood glucose (bg) level had dropped and the customer woke with a bg level of 120 mg/dl and was satisfied.

Event description:
It was reported that the customer's blood glucose (bg) level was 394 mg/dl and the cause was not known. A correction bolus via the pump was administered to address the bg level. The customer declined tandem technical support's offer to troubleshoot.